Manufacturer narrative:
(B)(4). Approximate age of device - 70 days. The explanted device was retained by the hospital and was not returned for analysis. A direct correlation between the device and the reported pump infection could not be conclusively determined. Infection is listed the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that from approximately (B)(6) 2016, the patient had been experiencing bloody wound drainage with yellow thick drainage and pus from the lower sternal incision. The patient underwent an unspecified surgical procedure on (B)(6) 2016 and changes to their medication were made. On (B)(6) 2016, it was reported that the patient experienced mediastinal intra-operative and post-operative bleeding. At the time of the event, the patient was being medically managed with aspirin and heparin. An unspecified surgical intervention was performed. The patient was also transfused with 5 units of red blood cells and 5 units of fresh frozen plasma for over a 24-hour period. Additionally, 2 units of cell saver blood was re-infused into the patient. On (B)(6) 2016, a pump exchange was performed due to the mediastinal bleeding and pump infection. The surgeons and patient felt that exchanging the pump was the best way to address the ongoing infection. It was reported that there were no mechanical pump issues and the pump was functioning as intended. The surgeon requested the explanted pump be retained at the hospital's laboratory for cultures.